Event description:
It was reported that "surgeon hit targeting device with a mallet in an attempt to back the nail out of the femur. The targeter broke inside the sleeve and doesn't function properly."

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report. It is not known if the device will be returned for eval.